Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) battery was low and the device was implanted three days ago on (B)(6). The patient reported that she charged the stimulator for two hours and only got twenty minutes of stimulation from the device and since it had not worked. It was reported that the patient got out her charger and initiated a session, but that none of the efficiency bars were filled in. It was stated that the patient repositioned the charger antenna and tried turning the charging antenna dial but it did not change the bars. It was reported that after positioning the antenna one inch below her incision, 2-4 efficiency bars were filled in. It was reported that the battery was about 1/4 charged. The patient stated that she turned the stimulator on using the charger and reported she felt stimulation. It was further reported that the cause of the event was unknown. There were abnormal impedance measurements less than 50 ohms. Surgical intervention had not occurred and reprogramming was to be scheduled. There were no signs and symptoms associated with the event. The patient did not require hospitalization due to the event and the patient outcome was no injury.